Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding off label use involving an adm liner was reported. Conclusion: the surgical protocol outlines that the adm insert under the scope of this investigation is only compatible only with 28mm stryker heads. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
Disassociation of femoral head from mdm poly. Dislocation of hip subsequent. Smith and nephew 28mm +16 head, tritanium shell, and restoration x3 poly were in patient. We replaced the mdm liner with a 40mm x3 poly and put a 40mm +8 ceramic smith and nephew femoral head on the stem. Patient presented with a dislocated hip. During the revision surgery it was noticed that the femoral head had disassociated from the poly

Event description:
Disassociation of femoral head from mdm poly. Dislocation of hip subsequent. Smith and nephew 28mm +16 head, tritanium shell, and restoration x3 poly were in patient. We replaced the mdm liner with a 40mm x3 poly and put a 40mm +8 ceramic smith and nephew femoral head on the stem. Patient presented with a dislocated hip. During the revision surgery it was noticed that the femoral head had disassociated from the poly.